Manufacturer narrative:
(B)(4).

Event description:
The customer was reported via phone call that the auto mode feature was off on insulin pump at the time of high blood glucose event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 389 mg/dl at the time of incident and the current blood glucose level was 422 mg/dl. The insulin pump will not be returned for analysis.